Event description:
A (B)(6) year old male pt contacted lifecor customer support to report that he received a few high siren alarms. Support asked the pt to perform a download which had revealed auto alarms due to noise. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon eval, it was discovered that the fb and ss channels were noisy due to corrosion on the u1 component in ECG b, causing the 5v line to be shorted to ground. The root cause of the corroded u1 component cannot be positively determined. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.